Event description:
When a physician used the subject device for a total laparoscopic hysterectomy, the physician identified that the left ureter had been transected. The physician and a sales representative who present the procedure confirmed that there was not a malfunction of the device. The pt recovered well after urological reconstructive surgery.

Manufacturer narrative:
The subject device was not returned to olympus. The facility stated that the cause of injury was an unfortunate accident, not related to the performance and outcome of the olympus. This report is being submitted as a medical device report in an abundance of caution.